Event description:
It was reported that the catheter was inserted in a (B)(6) pt's jugular or subclavian vein while in the intensive care unit the beginning of (B)(6). The catheter was flushed prior to insertion without issue. However, on nov 10th approximately one month after insertion, a leak was found at the insertion site. As a result, the catheter was removed and flushed with saline, but no leak was found at that time. It is unk if the catheter was replaced after removal. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.